Manufacturer narrative:
The reported product was returned and extended investigation is pending. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A hospital medical staff member reported a customer removed the adc freestyle libre sensor and observed pus "on the needle (filament)". Customer was prescribed an unspecified medication for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned. Visual inspection has been performed and no issues were observed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which this unit was manufactured. No abnormalities were found, and the investigation showed all processes were effective. No malfunction or product deficiency was identified.

Event description:
A hospital medical staff member reported a customer removed the adc freestyle libre sensor and observed pus "on the needle (filament)". Customer was prescribed an unspecified medication for treatment. There was no report of death or permanent injury associated with this event.